Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to call back if the issue reoccurs.